Event description:
It was reported that the patient presented in the ER after receiving inappropriate shocks due to oversensing of noise on the rv lead. The rv threshold had drastically increased, r waves dropped and pacing lead impedance dropped. The noise was not reproducible with isometrics. No insulation anomaly was observed. The lead was capped and replaced. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.